Event description:
The manufacturer received information from a sibling of a user of a dreamstation CPAP pro device because the patient has passed away, and the sibling needs a return label to return the device. There is no information that the death is related to the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.